Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that a resolute onyx rx coronary drug eluting stent was found in a biohazard bag with packaging labeled defective. It is indicated that the stent was damaged with struts of the stent bent and that tip detachment had occurred. No further details are available. No patient injury reported.

Manufacturer narrative:
Additional information: it was reported that the tip did not fully break. Product analysis summary: the stent was positioned on the balloon between the marker bands. Deformation was evident from the 6th to the 13th stent wraps with struts raised, bunched and overlapping. Although strut height is within specification, based on strut misalignment the stent failed visual inspection. Deformation was evident to the distal tip . The inner lumen patency was not verified with a 0.015 inch mandrel due to kinking on the distal shaft. A protective sheath of similar dimensions to that used during the manufacturing of this batch could be placed over the stent. If information is provided in the future, a supplemental report will be issued.